Event description:
It was reported that there was a problem with the patient programmer (pp). The patient was not able to make adjustments both with or without the antenna attached. The patient attempted to communicate with pp several times and was getting the poor communication icon. The pp got the poor communication screen with and without the antenna attached. It would not do telemetry with or without the antenna. The one time while they were trying to communicate they got a 006 error message. The patient had stopped feeling stimulation on saturday. The patient was able to communicate with the implantable neurostimulator (ins) using the implantable neurostimulator recharger (insr). Upon attempting to start a charge, the fully charge icon (battery with sprites), was displayed on the insr screen. The patient did not attempt to turn stimulation on or off with the insr. She was able to use the insr to charge and her implant was completely charged. Upon device return, analysis found the digital board was corroded. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient stated when they were asked if the loss of stimulation had been resolved that it "helped a lot. There was pain in my back and left leg. I know when it gets low for my pain is more, so I charge it up and it sure helps."

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).